Event description:
A potential product issue has been identified with our oncor expression linear accelerator. Located at (B)(6). In the abundance of caution, this issue is being reported. Through our customer service group, it was found that a gap formed between leaves x1-25 and 26 on the customer's 82-leaf mlc collimator assembly, allowing excess leakage radiation between these leaves. Leaf x1-25 could be physically wiggled. Further investigation is required to determine any final corrective action.

Manufacturer narrative:
Preliminary risk assessment indicates. Severity: 3 (critical). There has been no injury or mistreatment reported. The design of the leaves (overlap) prevents from excessive leakage radiation between the leaves. In case of a severe defect of the mlc the leakage between the leaves may exceed the specification. Probability: b (improbable). As long as the leakage radiation is within specification defined by iec there is no risk to the patient. Excessive leakage will be determined during the quality assurance measurements and the mlc will be replaced if required before the limits defined by iec are exceeded. No other products are affected.